Event description:
It was reported that the device reached elective replacement indicators too early, and there was a 'capacitor issue'. The device was explanted. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit; the device was fully functional and there was no high current drain, which indicates there is no problem with the device. There is also no evidence of a problem with either battery cell. Without knowing the history of the programmed settings of the device throughout its service time, there is no way to determine why the device's longevity did not match the predicted model.